Manufacturer narrative:
The customer performed their own troubleshooting with the support of beckman technical specialist. The customer replaced the defective sample probe and cleaned the analyzer to resolve the issue. The customer verified analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining low quality control and four (4) patient results with g flags on multiple chemistries including blood urea nitrogen, alkaline phosphatase, alanine aminotransferase, aspartate aminotransferase, calcium, carbon dioxide, creatinine, glucose, total protein, sodium, potassium, chloride and magnesium. This was due their dxc 700 au clinical chemistry analyzer generated a sample probe clogging detected error. The customer repeated the patient samples on another analyzer and results were normal. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.